Event description:
It was reported that this pacemaker's battery is depleting faster than expected. Save to disk data was sent to engineering for analysis. Save to disk analysis determine that the battery power is slightly elevated due to the onset of persistent atrial arrhythmias. Battery depletion is normal. Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Product investigation analysis could not be performed as the product did not return to boston scientific. Product review did not determine any quality issue or new harm to patient. This supplemental report was created to correct or add information. Additional information confirmed that the battery depletion is behaving normally due to increase of power due to the onset of persistent atrial arrhythmias. There is no product malfunction. Fields change: b. Adverse event or product problem. 5. Describe event or problem. H. Device manufacturers only. 10. Additional manufacturers narrative.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed, and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed, and no error codes were noted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected. Product investigation analysis could not be performed as the product did not return to boston scientific. Product review did not determine any quality issue or new harm to patient. This supplemental report was created to correct or add information. Additional information confirmed that the battery depletion is behaving normally due to increase of power due to the onset of persistent atrial arrhythmias. There is no product malfunction. Fields change: b. Adverse event or product problem, 5. Describe event or problem, h. Device manufacturers only, 10. Additional manufacturers narrative.

Event description:
It was reported that this pacemaker's battery is depleting faster than expected. Save to disk data was sent to engineering for analysis. Save to disk analysis determine that the battery power is slightly elevated due to the onset of persistent atrial arrhythmias. Battery depletion is normal. Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Product investigation analysis could not be performed as the product did not return to boston scientific. Product review did not determine any quality issue or new harm to patient.

Event description:
It was reported that this pacemaker's battery is depleting faster than expected. Save to disk data was sent to engineering for analysis. Device remains in service. No adverse patient effects were reported.